Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pancreas tail resection, while at pancreas, the restart indicator appeared in the m iddle of firing, and firing could not be performed till the end. There was a slight oozing from the tip of the staple line (the part that the firing had advanced manually). Visual checking was performed and poor staple formation was found. The incision range expan ded less than 1 inch due to a problem with this product. To complete the case and resolve the issue, the manual adapter tool was used and the reload used at first was able to be fired to the end. After that, the proximal side (inner side) was resected with manual handle and reload.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pancreas tail resection, while at pancreas, the restart indicator appeared in the m iddle of firing, and firing could not be performed till the end. There was a slight oozing from the tip of the staple line (the part that the firing had advanced manually). Visual checking was performed and poor staple formation was found. The incision range expan ded less than 1 inch due to a problem with this product. To complete the case, using manual adapter tool, the firing was done till the end, and once again re-resected the proximal side. Both handle and reload were replaced also, and central side of the pancreas was resected with the handle and reload. There was no patient injury.

Event description:
According to the reporter, during a laparoscopic pancreas tail resection, while at pancreas, the restart indicator appeared in the middle of firing, and firing could not be performed till the end. The incision range expanded less than one inch due to a problem with this product. To resolve the issue and complete the case, a manual adapter tool with the same reload were used to perform firing till the end, and central side of the pancreas was resected with the handle and reload.

Manufacturer narrative:
Concomitant medical products: product ID: sigphandle, sig power sigphandle handle (serial#: (B)(4). Product ID: sigpshell, sig power sigpshell control shell (lot#unknown). Product ID: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.